Event description:
It was reported that the device was threatening to erode through the pocket. The pocket was revised and the device was placed in a subpectoral position in order to prevent the erosion. Wound check after pocket revision is clean and the patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.